Manufacturer narrative:
As a result of a retrospective review of events that occurred in (B)(6) and in accordance with 21 c.f.r. Part 803, this event was assessed and determined to be MDR reportable. No medical records or no medical images have been made available to the manufacturer; however a photo was provided. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for treatment, the guide wire allegedly failed to be inserted into the recanalization catheter. It was further reported, the health care provider noted tip damage and kinks at the distal end of the shaft. Another device was used to complete the procedure. There was no patient contact.

Manufacturer narrative:
As a result of a retrospective review of events that occurred in (B)(6) and in accordance with 21 c.f.r. Part 803, this event was assessed and determined to be MDR reportable. The catalog number has not been cleared in the us, but is similar to the crosser recanalization catheter products that are cleared in the us. The 510 k number and pro code for the crosser recanalization catheter products are identified accordingly, this event has been determined to be MDR reportable. Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Visual/microscopic inspection: the sample appears clean. No kinks noted to the catheter. The distal tip of the catheter was present and was not detached from the core wire. No anomalies noted to the proximal handle or saline hub. Anomalies to the catheter noted 2.2cm and 3.1 cm from strain relief. These anomalies were reviewed by the manufacturing facility and after assessing manufacturing equipment and process flow it was not feasible for the anomalies to be a manufacturing-related event. The anomalies will be marked as incidental finding. The catheter is torn 0.4cm from distal tip. The catheter is separated from the metal distal tip. Functional/performance evaluation: guidewire patency and functional testing could not be completed due to the condition in which the device was returned (i.e. Material separation and outer catheter tear). Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: one photo was provided and reviewed by bpv field assurance engineer. The photo shows one crosser 14s coiled on brown paper towels. The photo does not show enough detail to determine any anomalies. Medicon's visual inspection did report tip damage and fray at distal end. Based on the photo medicon's report could not be confirmed. Conclusion: the device was received. The investigation is confirmed for torn material and material separation and the catheter was torn near the distal end and separated from the distal tip. The investigation can be confirmed for guidewire incompatibility as the guidewire was unable to be advanced through the catheter due to the catheter tear and separation from the distal tip. The investigation was unable to confirm for kink. Based on the photo review the photo does not show enough detail to determine any anomalies. Medicon's visual inspection did report tip damage and fray at distal end but due to the lack if detail in the photo this report was unable to be confirmed from the photo. The definitive root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: when using the crosser® catheter in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser® catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. Do not exceed 5 minutes of activation time as crosser catheter malfunction may occur. If 5 minutes of activation time is achieved exchange for a second crosser catheter before resetting the crosser generator adverse events: as with most percutaneous interventions, potential adverse effects include: bleeding which may require transfusion or surgical intervention, hematoma, perforation, dissection, guidewire entrapment and/or fracture, hypertension/hypotension, infection or fever, allergic reaction, pseudoaneurysm or fistula aneurysm, acute reclosure, thrombosis, ischemic events, distal embolization, excessive contrast load resulting in renal insufficiency or failure, excessive exposure to radiation, stroke/cva, restenosis, repeat catheterization / angioplasty, peripheral artery bypass, amputation, death or other bleeding complications at access site. Set up: back the rigid portion of the catheter out of the end of the hoop, then carefully unsnap the catheter from the hoop with a gentle twisting motion. Set the irrigation system to 0.3ml/sec (18ml/min) and switch irrigation system "on". Allow irrigation to flow for approximately 10-15 seconds to purge all air from the crosser catheter irrigation lumen. Interventional use: advance the guidewire and crosser catheter 14p, 14s, or 18 to the lesion site. Withdraw the guidewire approximately 1cm within the catheter so that the tip of the crosser catheter is the leading edge. Slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14s catheter.

Event description:
It was reported that during preparation for treatment, the guide wire allegedly failed to be inserted into the recanalization catheter. It was further reported, the health care provider noted tip damage and kinks at the distal end of the shaft. Another device was used to complete the procedure. There was no patient contact.